Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w 2.6d device not received stuck in manufacturing mode. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08780 inches. Device had minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, fading serial number label, pillowing keypad overlay and cracked retainer. Data analysis: 11/12/2017 daily total of all insulin delivered = 26.9 11/13/2017 daily total of all insulin delivered = 25.3 11/14/2017 daily total of all insulin delivered = 29.875 11/15/2017 daily total of all insulin delivered = 26.575 11/16/2017 daily total of all insulin delivered = 30 11/17/2017 daily total of all insulin delivered = 26

Event description:
It was reported via phone call that the customer passed away due to parkinson's disease and not diabetes. No further information was given. The caller returned the insulin pump for analysis.